Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient has not used their device in a couple months and while trying to connect to the ipg an error message occurred of "generator unavailable." Troubleshooting took place but was unsuccessful. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.